Event description:
Additional information received from the representative reported the hospital/doctor indicated they would handle this reported event, as it was understood to be her patient. The representative had not received any official request from the hospital, so was not aware of any additional information.

Event description:
A consumer reported his device was inserted in him the "illegal way" and was requesting to have it removed. The consumer noted it related to a "semi-illegal mind communications test."